Event description:
The user facility reported the insulation was coming of the device, posing the risk of a material being lost in a surgical site. There was no patient involvement, no delay, no medical intervention, and no adverse consequences reported with this event.

Event description:
The user facility reported the insulation was coming of the device, posing the risk of a material being lost in a surgical site. There was no patient involvement, no delay, no medical intervention, and no adverse consequences reported with this event.

Manufacturer narrative:
Follow-up report submitted to document device evaluation results. H3 other text : product not available.